Event description:
Clinical trail. It was reported that following a coronary artery drug eluting stenting treatment procedure the pt developed "stent stenosis". The pt presented for treatment at the time of the index procedure with an acute myocardial infarction. It is unk where and when the taxus express2 drug eluting stent was placed in this pt. Additional requested regarding the index procedure has been requested. It was reported that as part of a staged repeat catheterization due to the pt's multivessel disease revealed edge stenosis of the taxus express2 drug eluting stent. The pt was reported to be taking asa and plavix at the time of this event. The event is reported as ongoing and the physician assessed the relationship of the device to this event as "probably."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.